Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged tingling, pain, eschar, and fever are related to therapy. Kci has not been able to obtain sufficient information as to when enzymatic debridement was performed, nor if an infection has been confirmed. Kci has made numerous attempts to obtain additional information, so far without success. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2015, the following was reported to the kci representative by the nurse: on (B)(6) 2015 a paraplegic patient due to a car crash who had developed a large ulcer in the sacral area and 2 trochanteric ulcers was placed on v.a.c. Therapy. On (B)(6) 2015, the patient contacted the nurse and alleged that he had tingling, pain and a fever of 102.2 deg f (39 deg c). On (B)(6) 2015 after being contacted the nurse removed v.a.c. Therapy after necrotic plaque was found present at the base of the lesion. The patient's reported fever automatically subsided within 12 hours of therapy removal. The eschar was treated with an enzymatic debridement. The infov.a.c. Therapy unit serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged tingling, pain, eschar, and fever are related to v.a.c.® therapy. Kci has not been able to obtain sufficient information to establish a root cause. The exact date of when the enzymatic debridement was performed could not be confirmed, nor if an infection from the alleged fever occurred. Kci has made numerous attempts to obtain additional information, but no additional information has been provided at this time.

Event description:
On dec 23 2015, kci quality engineering (qe) determined that there is no device identifier information available regarding identification of the device. A device evaluation of the infov.a.c. Therapy unit could not be completed. Based on information provided to kci quality engineering, the customer complaint could not be substantiated. On dec 28 2015, kci qe completed a device history report (DHR) for canister lot 50868756. All product and packaging end release testing met specifications. On dec 28 2015, kci qe completed a DHR report for the granufoam dressing lot number 50856469. All product and packaging end release testing met specifications.